Event description:
Customer reported to beckman coulter, inc. That the unicel dxc 600 synchron system generated low sodium results on four patient samples. Customer reported the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) decontaminated the instrument and incidentally replaced the carbon bridge (which is a required replacement item after decontamination).